Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that the cycler alarmed for air detected in the cassette during drain 0 of 4. The patient had already filled with 2000ml prior to this treatment. The nurse reported that the warning reoccurred after pressing ¿ok¿ twice. The patient line was fully primed and opened, all unused clamps were closed, and all connections were tightened. After cycler reboot, the warning reoccurred. The nurse bypassed into fill 1 and after the patient was able to fill 30ml, the warning reoccurred. The nurse cancelled the patient¿s treatment and when the cassette was removed, fluid had leaked inside of the cassette door area. There was no observed defect or malfunction regarding the cassette. The patient had been able to complete treatment using another cycler. The patient did not experience any adverse reaction or require any medical intervention. The nurse has since received a replacement cycler. The cassette is not available to be returned to the manufacturer for physical evaluation as it has been discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.